Manufacturer narrative:
This report is being supplemented to provide additional information. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation, it is possible that the reported event occurred due to the following: a tear has been placed in the packing of the insufflation water button, so it is presumed that the button is not tight and that the pressure has been increased, resulting in negative pressure on the nozzle, which suctioned blood during the examination and became solidified. The cause of the crack in the packing could not be identified, but the damaged part of the device was visually visible, so inspection of the device before use presumes that it is detectable. A definitive root cause cannot be identified. This issue is covered in the instructions for use and following it may prevent the event: "3.3 preparation and inspection of accessories : inspection of insufflation water button and suction button: 1. Visually check that no foreign objects have entered the holes of all buttons (see figure 3.7 and figure 3.8). 2. Visually confirm that all buttons are free from deformities and clefts (see figures 3.7 and 3.8). 3. Check visually that the valve and packing of the air supply water button are not broken and that there are no scratches (see figure 3.8)." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was received and evaluated. The returned equipment was maj-1444 and the serial number was unknown. Visual inspection for device appearance performed and confirmed that the packing had cracks. It was confirmed that the air supply and water supply did not come out. No blood adherence or lumps could be confirmed on this product. When connected and operated according to the instruction manual, there are no abnormalities. Investigation is ongoing. This report will be supplemented accordingly following investigation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during pre-inspection (preparation for use), the air/supply and water supply was found clogged and cannot be used. When the injection tube was connected and the liquid was injected in with a syringe, a sludge worm-like mass came out from inside the nozzle. The nozzle clogged and unable to unclogged. The scope was then isolated. Loaner was provided. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient (B)(6) (gf-uct260 scope with clogged nozzle) and (B)(6) valve (maj-1444). This report is for this air/water valve (maj-1444) (1 of 2 maj-1444) that were potentially used with gf-uct260 reported under patient (B)(6).